Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, de novo lesion in the left anterior descending (lad) artery. A perforation occurred from an unspecified cause. A 3.50x26mm graftmaster covered stent was advanced toward the perforation but failed to reach it and was removed without reported issue. A new same size graftmaster was able to cross and successfully treat the perforation. There was no reported adverse patient effect and no clinically significant delays in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.